Event description:
Leaking baxter tubing from y site despite presence of green alcohol caps in neonatal ICU [intensive care unit] fluids infusing via piv [peripheral intravenous line]. Tubing and fluids replaced leaking tubing sequestered vendor notified and coordinated return of device for investigation lot number for tubing unknown, companion lot from supply room at the time (companion r25a29093). Manufacturer response for IV tubing, (brand not provided) (per site reporter).